Manufacturer narrative:
Upon visual inspection, the device was found to have a corroded motor. The device will be repaired and returned to the user facility.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the micro oscillating saw was running without user activation. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.